Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the lesion was 95% stenosed and the vessel was mildly tortuous and mildly to moderately calcified. The contrast exited from the mid point on the balloon.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, balloon perforation occurred. The "severely" stenosed lesion was located in the non calcified left anterior descending mid (lad) artery. The lesion was attempted to be pre-dilated with a maverick 2 monorail 15mm x 2.5mm balloon. The balloon was attempted to be inflated one time at 12-14 atm and the physician noticed contrast medium going down the diagonal vessel from the balloon. The balloon was removed and angio shot was taken to ensure there was no problems caused by balloon perforation. No issues were observed. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
Device evaluation by manufacturer: a detailed microscopic examination of the returned device found a longitudinal tear was present in the balloon material. The tear stretched over the distal edge of the distal markerband and extended proximally along the balloon for a total length of approximately 5.5mm. An examination of the distal markerband and balloon material could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was 95% stenosed and the vessel was mildly tortuous and mildly to moderately calcified. The contrast exited from the mid point on the balloon.